Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.

Event description:
It was reported that during a deep anterior resection procedure at the counter bearing, the white teflon pad came off. No further information is available. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.